Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide moved forward, but the needle mechanism did not deploy.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows that the device ran into a 0x41 alarm before the end of second prime, indicating an accumulated rotational sensor error. The data graph shows a rotational sensor malfunction during first prime, which caused the device to generate a 0x41 alarm. The device was inspected, and contamination was found on the commutator cap. It could not be determined if the contamination on the commutator cap contributed to the rotational sensor malfunction. The rotational sensor malfunction, resulting in the device generating a 0x41 alarm, was the cause of the device not deploying. During the investigation, the batteries were measured depleted. It could not be determined how the batteries depleted. The depleted batteries did not contribute to the rotational sensor malfunction.